Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose in the 20 to 40 mg/dl range at the time of the incident. The customer stated that they ate then bloused, and the insulin kicked in before the food did. The customer was at 450 mg/dl after treating the low and the customer was advised to take off the pump and bolus when they got home. The customer was given intravenous fluids to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer stated their sensor got a change sensor alarms after attempting sensor calibration. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.